Manufacturer narrative:
Confluent sales manager heard of report of a patient who developed post-op infection after a procedure in which duraseal was used. The procedure was performed at the mayfield clinic, univ of cincinnati. The confluent sales manager was able to confirm that the infection was resolved with no further complications. No additional information could be obtained concerning the incident. Bench-top testing has shown that duraseal does not support microbial growth.

Event description:
Confluent sales manager heard of report of a patient who developed post-op infection after a procedure in which duraseal was used. The procedure was performed at the mayfield clinic, univ of cincinnati. The confluent sales manager was able to confirm that the infection was resolved with no further complications.